Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that ¿not infusing¿ was not reproduced. The device was tested for flow rate accuracy and delivered within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The m2 and m3 springs will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse during patient infusion in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.